Event description:
It was reported, at implant, the customer reported the insertion of the #2 wrench through the grommet was difficult. Additionally, pocket stimulation was observed. Additionally, there was information that indicated the device had header trouble and was producing pocket stimulation. The device was not used. There were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.